Event description:
It was reported that the patient fell forward onto his chest one month ago and was experiencing shortness of breath. The left ventricular lead exhibited loss of capture. The lead polarity was changed. A chest x-ray was ordered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.